Event description:
Procedure: proctocele. According to the reporter: the first five applications were successful. From the 6th to 9th, surgeon felt that the squeezing feeling was different than usual. During the 10th fire to anterior fascia of the sacrum, a crack sound was heard and the handle would not be squeezed anymore. No pt tissue damage or bleeding was reported, but the surgery was converted to an open procedure. No protack was available in the hospital inventory after the device failed to work. Nothing fell into the pt cavity. The patient is fine.